Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited clutch issues. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: device evaluation: the tamper seal was bottom case and plunger assembly. Cracked on right plunger case and bottom case. Device history shows cracked on right plunger case and bottom case. Check clutch error was found during occlusion test. Combination of lead screw and both clutch halves were found old, dirty and worn out due to normal wear. Replaced lead screw and both clutch halves. Performed pm maintenance and all functional testing. Replaced both plunger cases and bottom case for physical damaged also replaced battery door for damaged during repair. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. The root cause of the clutch issues is due to the lead screw and both clutch halves not operating as intended as a result of customer use.